Event description:
It was reported that for a pulse field ablation (pfa) procedure, a faradrive sheath was selected for use. During insertion, the valve of the sheath leaked. There were no reported deviations from the normal procedural workflow and no other unexpected occurrences during the case. The procedure was reportedly completed with the original device. No patient complications were reported. No further information on device return status was provided.

Manufacturer narrative:
Device technical analysis the faradrive sheath was not returned for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the faradrive device confirmed that the event of leak is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that for a pulse field ablation (pfa) procedure, a faradrive sheath was selected for use. During insertion, the valve of the sheath leaked. There were no reported deviations from the normal procedural workflow and no other unexpected occurrences during the case. The procedure was reportedly completed with the original device. No patient complications were reported. No further information on device return status was provided.